Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2014 with the following findings: there were two low battery warnings observed in the black box history, which was evidence of short battery life. The pump powered on with the returned battery cap. The battery cap was able to fully tighten and a power loss was not observed. The battery compartment was intact and current draws were within specifications. There was no evidence of moisture or loose components inside the pump when the case was removed.